Event description:
This companion hospital cart was not in use with a pt. The syncardia companion hospital cart is a large cart with wheels into which the syncardia companion 3 driver docks. It is intended for use in the hospital during the temporary total artificial heart (tah-t) implant procedure and subsequent recovery phase. The customer reported that prior to system checkout, it was discovered the hospital cart had a bad power connector receptacle. This alleged failure mode poses a low risk to a pt, because the issue was observed when the hospital cart was not in use with a pt. In addition, this alleged failure mode of the hospital cart would not affect the ability of a companion 2 driver to provide its life-sustaining functions. The companion hospital cart will be returned to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.